Event description:
Reporter indicated that a vns pt has recently experienced tachycardia to 130-150 bpm with minimal exertion. A 12 lead electrocardiogram diagnosed sinus tachycardia. The pt's treating cardiologist is unsure if the vns is causing or contributing to the event. The pt is to undergo a 24 hr halter monitor and possibly have the vns device programmed off to determine the device's relationship to the event.